Manufacturer narrative:
Insulin pump had a stripped battery cap coin slot noted, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported he cannot remove the battery cap from the device. His blood glucose is 500 mg/dl. Customer was not able to remove the cap with a screwdriver. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.